Manufacturer narrative:
(B)(4). Based on the available information and without return of the device for evaluation, the reported balloon rupture can not be confirmed. A review of the finished device lot history record did not reveal any non-conformities associated with this lot number that could have contributed to this reported event and in-process inspections and testing met manufacturing criteria. Although a root cause for the reported balloon rupture can not be determined, no evidence could be found which supports the assumption that a device defect led to problems described in the case description.

Event description:
It was reported that during a procedure of the superficial femoral artery, the 6.0x40mm fox cross was inflated but the balloon ruptured at 10 atmosphere (atm). There was no reported patient effect. No additional information was provided.